Event description:
It was reported per field service report: symptom ¿ short battery run time during transport of a pt. Confirmed. Software level :2.24. Findings/action taken: observed unit alarm with ¿20 minutes on battery¿ message after running on dc battery. The unit shut down after 25 minutes of dc operation with no 1- or 5 minutes left on battery message. Unit passed a power supply voltage check. After reviewing the pump history, replaced front end board (feb) and related cables as a precaution. Unit passed functional checkout. The pump is back in service. The field service rep hand delivered to (B)(4) the feb and battery. Additional info received on (B)(4) 2015 from the sale rep stated they were able to finish iabp therapy successfully as planned. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in the time (unk) with no harm to the pt noted. The pt outcome is okay. An update received on (B)(4) 2015 reported that the pump was plugged in and then switched to a datascope (ds) pump successfully as the pt was being transferred to a ds account. The delay or interruption in therapy was limited as the transport team had already arrived at the hospital and was transporting the pt down the hallway on the way to the unit when the battery issue occurred; approximately 5 minute with no harm to the pt.

Manufacturer narrative:
(B)(4).